Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed an image. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Findings: unit received with critical pump error (open book image) and pump error 35 was present in the format history file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and moisture damage on motor assembly.